Event description:
Kendall healthcare rec'd phone call on 08/14/2000 reporting details on an alleged product malfunction. The or director of the user facility reports that a md was inserting a perm-cath dialysis catheter and the sheath dilator allegedly ripped instead of tearing down the prescribed line. Surgery was prolonged, however, no pt injury was noted.